Event description:
The account alleged they may have over loaded the bed and now the head up will not function.

Manufacturer narrative:
The technician found the head will not rise and drifts down. The technician found the right CPR bracket was wedged, causing the handle to be partially activated. The technician replaced the CPR bracket to repair the bed. No signs of abuse or misuse.